Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, mildly calcified, mildly tortuous, distal circumflex lesion measuring 3.5x21mm with 95% stenosis. Target lesion one was treated with predilation and placement of a 3.5x24mm taxus liberte stent resulting in 0% residual stenosis. It was reported that balloon withdrawal resistance occurred during removal of the taxus liberte stent delivery balloon and there was a sharp angle proximal to the stent. The balloon was removed from the patient in tact by pulling with a higher force. The procedure was completed successfully with no reported patient complications. The patient was discharged two days post procedure on asa and ticlid.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.